Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. It was later confirmed by the customer that the device has been returned to the distributor and a replacement device acquired. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.